Event description:
Multiple discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to physician(s) and questioned. The same samples were repeated on an alternate dimension vista 1500 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.

Manufacturer narrative:
A united states customer reported multiple discordant, falsely depressed carbon dioxide patient results that were obtained on a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed a sample 1 (s1) mixer issue and replaced the s1 probe and s1 mixer. The aliquot horizontal belt was reinstalled/tensioned and all alignments were performed within specifications. The quick check passed after the cse maintenance. Siemens concluded that the potential cause of the event was attributed to the s1 mixer. Inadequate mixing can lead to inaccurate results. The mixer replacement is normal wear and tear on the instrument and does not represent a product non conformance. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.